Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure, the foot switch, which was already rusty, would no longer respond, remaining stuck in coagulation. The procedure was completed using the device and there were no patient complications as a result of the event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The reported footswitch was reported to have been disposed; therefore, analysis cannot be performed. The field service engineer ordered a replacement footswitch, and the customer installed the footswitch. The footswitch issue was resolved. Based on analysis of the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The footswitch issue resolved upon replacement thus it was likely the cause of the reported event.

Event description:
It was reported that that during a photo-selective vaporization of the prostate (pvp) procedure, the foot switch, which was already rusty, would no longer respond, remaining stuck in coagulation. The procedure was completed using the device and there were no patient complications as a result of the event.